Manufacturer narrative:
Patient demographics (age at time of event, date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The complainant's event typically occurs due to bending or leveraging the screw during insertion or improper bone preparation (in the event, it was stated the patient hard bone and no drill was used). The directions for use (dfu-0125) states that surgeons are advised to review the product-specific surgical technique prior to performing any surgery and to use the appropriate sized drill bit for the screw. The directions for use states that surgeons are advised to review the product-specific surgical technique prior to performing any surgery and to use the appropriate sized drill bit for the screw. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that while inserting the 3.0 self-drilling, self-tapping cannulated lag screw across the first mtp (metatarsophalangeal) for compression, the screw head broke off approximately 3 mm from the head. No drill was used. Broken screw head was removed but the remaining portion of the screw was left in place as the surgeon did not feel he could get it out. With all of the screws from the plate inserted along with the broken one that the surgeon couldn't get out, there was no room for another lag screw. Procedure was completed. Tip of screw was discarded by facility. Bone quality hard. Follow-up investigation: during an mtp (metatarsophalangeal) procedure, the surgeon was inserting the cross screw, the head of the screw broke off about 3mm into the smooth neck. The surgeon continued the repair and was satisfied with the compression provided with the plate and locking screws. He did not want to try and put in another cross screw due to the amount of space. Repair was completed successfully.